Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14444. A medwatch form was received stating a female patient implanted on 2017 with (2x)(t7) octrode 60 cm leads, a proclaim ipg and (2x) cinch anchors, experienced lead migration. In 2019, x-rays and CT imaging of the cervical spine indicated that the left lead migrated to the cervical area (c3-c4 region). The patient was getting adequate coverage on right side from their intact right lead. In 2021, x-rays and CT imaging of the lumbar spine indicated the right side lead also migrated to t6 region causing unwanted stimulation in the patient's right lower rib cage and loss of effective coverage. Cinch anchors seems to be intact in lumbar paraspinal region on CT lumbar spine. Most likely anchors were working as slippery conduit. The patient declined a lead revision and opted for explant.